Event description:
It was reported the patient was experiencing inadequate stimulation. The patient was not receiving right leg coverage, rather she was receiving coverage on her left leg. Surgical intervention was undertaken and the patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.